Event description:
The customer reported a frozen display, an alarm and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to confirm alarms due to keypad anomaly. Missing end cap sticker noted. The insulin pump was monitored and no frozen display anomaly noted.